Event description:
This 48 year old male is a type 1 diabetic, very obese weight=142 kg, 312 lb; height=1.83 m. 71 inches with bilateral charot deformities (rocker bottom feet) and a history of previous ulcers, was treated for an ulcer on the medial arch of the left foot over the charcot deformity. Measuring 2x2 cm, 1.5 cm deep. Over the last two years he had approx. 4 hospitalizations for infections in this same ulcer or an ulcer on the opposite foot. Infections had included methicillin resistant staphylococcus aureus, and there was sometimes "blistering" of the adjacont skin that dr. Described as an extension of the infection. Dr. Said this was probably the most difficult to heal pt in their clinic. On 4/2/98 dermagraft was first applied and was okay when checked on 4/6. On 4/7 the pt went outside and chased his pet ducks, getting his dressing wet, and then removed the dressings exposing the wound. On 4/14 the pt cancelled his f/u visit due to a flu-like illness. On 4/16 at the clinic visit the foot was hot, the ulcer was infected. With adjacent blistering. He was hospitalized, debrided and started in intravenous antibiotics. Cultures grew s. Aureus sensitive to penicillin and erythromycin. After approx. 10 days the infection was cleared and he was discharged. On 5/7 & 5/14 additional dermagraft was appiled. No further applications were made because they had used all the free goods they had been given. As of 6/17/98 the wound is not healed, but is noticeably improved, having a clean base and is less deep. In the dr's opinion, the infection was not related to dermagraft, but most likely was caused by the episode of getting the dressing wet, followed by removal of the dressing, in this pt who had multiple previous infections. Co concurs with dr.'s opinion that the infection was probably not related to dermagraft. The previous history of infections plus the temporal relationship to the dressing problems leads to a conclusion that the infection was probably related to getting the dressings wet followed by two days during which the wound was not protected by dressings. Nonetheless, until advanced tissue sciences receives further direction from the FDA regarding reporting on concurrent infections, co will submitt an MDR report on this case anyway.